Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/18/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did this issue contribute to any patient adverse event? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Please perform and document the follow up attempt for product return. Please provide tracking number. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a herniorraphy procedure (B)(6) 2026 and suture was used. I am submitting a product failure report from the surgical wards regarding a barbed suture was used. During stitching, the needle broke, leaving part of it embedded in the patient's abdominal wall. The broken piece was located and removed. Attached is a report with a description of the failure and a photograph of the suture, which is available for collection from the surgical wards. There were no patient consequences reported. Additional information was requested.